Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer functionality was failed. A field service engineer found drawer locking due to faulty solenoid. Plunger was not held securely, causing relock with vibration. Replaced solenoid. Ran hardware test application tests. All tests passed. Customer confirmed drawer working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred when the nurse was able to open drawer 2.1 and tap on the screen to remove the medication. After closing the drawer, it could not be reopened unless the nurse logged out and logged back in to reset the system. However, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred when the nurse was able to open drawer 2.1 and tap on the screen to remove the medication. After closing the drawer, it could not be reopened unless the nurse logged out and logged back in to reset the system. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.